Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
On (B)(6) 2018, the patient's blood glucose (bg) levels reached around 20 mmol/l (360 mg/dl) during the night. The next morning a bolus of 2 units was administered and the patient went to school. The patient began vomiting and was taken to the hospital ((B)(6) 2018) where he was diagnosed with diabetic ketoacidosis (dka). "Very high" ketones were present. The patient was treated with 2 intravenous drips for 24 hours; insulin and potassium (d 10w-0.9% and nacl with 40mmol of kci/l). The patient was then discharged on (B)(6) 2018. The patient's mother stated the cannula did not insert into the infusion site. As the patient used an emla patch when he put on the pod the patient could not tell if the cannula had inserted. The pod was worn between 4 and 24 hours on the arm and was discarded at the hospital.